Event description:
An endurant ii aui stent graft system was implanted in the endovascular treatment of a 55mm aaa . It was noted the patient had a chronic occluded right superficial femoral artery. The right hypogastric was coiled during the evar. A right endarterectomy was performed after the completion of the evar. It was reported post -operatively just after midnight , the patient was noted to have an absent distal pulse in the right leg. The patient was taken to or where a thrombectomy was performed as treatment.  Per the physician the cause of the occlusion was anatomy and the physician stated that the graft got occluded from the distal profunda and the endarterectomy. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: other relevant device(s) are: product ID: e tlw1610c146e, serial/lot #: (B)(6), ubd: 03-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.